Event description:
During device preparation, it was noted that no contact force was available. The catheter was exchanged and the same issue was noted. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.